Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the pt noticed a change in her stimulation shortly after falling. As the physician suspected lead migration, a lead revision was recommended. Follow up on the pt found that she has declined a lead revision at this time. The leads remain in use.